Event description:
Clinical trial it was reported that post a clinical trial coronary stenting procedure, restenosis occurred. The index procedure treated a lesion in the proximal right coronary artery (rca). The physician placed a 3.5 x 28mm taxus express2 stent. About 1229 days post procedure, the pt was admitted with angina and underwent cardiac catherization. Cardiac catherization revealed 80% stenosis in the ostial circumflex as well as 50% in-stent restenosis in the proximal to the distal rca. The rca was not intervened upon. The stenosis in the ostial cx was treated with a cutting balloon and placement of another MFR's drug eluting stent. Residual stenosis was 0%. There were no complications during the procedure. The pt was discharged on aspirin and plavix (amongst others). The outcome was noted as resolved with no residual effects.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval: therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.